Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Carbohydrates and glucose tablets were consumed to treat the low bg. Reportedly, the customer alleged that the pump was delivering insulin that was not programmed or self-administered. Multiple attempts were made by tandem technical support to upload the pump data logs; however, the customer did not respond.

Manufacturer narrative:
Review of the pump data logs by tandem technical support verified that all insulin deliveries leading up to the low bg event on (B)(6)2018 had been requested and delivered by the customer. Additionally, prior to requesting and initiating the bolus, the customer successfully unlocked the pump screen.